Manufacturer narrative:
Patient weight was requested, but not provided. The device has not yet been returned for evaluation. Evaluation results will be submitted in the final report.

Event description:
It was reported to gore that during suturing of a lesion in the mouth using gore-tex® suture, the suture appeared to get longer and thinner until it separated into two pieces. It was reported the procedure was completed using a new suture and there was no impact to the patient.

Manufacturer narrative:
H6: codes updated. Two sections of the device were returned for evaluation. An engineering evaluation was performed and it was noted that devices are covered in residual fluids from the surgery, so visibility of some structures is limited. A review of images provided by gore histology department confirmed that both ends of the thread appeared either elongated or frayed, however the root cause could not be determined.